Manufacturer narrative:
Device 2 of 2. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg has the terminal end of one electrode broken off in the header port. The ipg fails the auto test for amplitude and impedance. The ipg passed the lead pull test for lead retention in both header ports. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report 1627487-2010-00844. The pt received her scs system consisting of an ipg, paddle leads, and lead extensions on (B)(6) 2008. It was reported that the pt had lost stimulation for which reprogramming did not help. An xray was taken which found the extensions had come out of the ipg header with the terminal ends now located behind the ipg. The physician explanted and replaced the ipg and extensions on (B)(6) 2008. The explanted devices were returned to ans for evaluation. No further info is available.